Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were experiencing a loss of therapy. The patient reported that they had the device removed because it was no longer helping with their pain. It was confirmed that the explant occurred in 2012. Indication for use is multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.